Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged. There was no patient involvement as it was indicated that the customer has been off the pump for over a month. The contact stated that the pump was left to charge for several days but would not turn on. It was indicated that the customer would continue to use manual injections for insulin therapy.